Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right side 30mm distal to the cornual, right insert was sideways in fallopian tube / failure to occlude fallopian tube/malposition of essure device location of device: located laterally of the right tube'), fallopian tube perforation ('perforation'), abdominal pain lower ('pain in lower abdomen/ pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia) / heavy bleeding'), endometriosis ('endometriosis'), pelvic adhesions ('pelvic adhesions'), gastrointestinal scarring ('bowel resection due to scar tissue') and hydrosalpinx ('focal hydrosalpinx') in a 43-year-old female patient who had essure (batch no. 548640-inv,348840-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy in 2003, paratubal cyst in 2003, diarrhea, ovarian cyst and tubal pregnancy. Pregnancy test: negative. On date: (B)(6) 2013, (B)(6) 2014. Hysterosalpingogram (hsg) results: failure to occlude (close) fallopian tubes; other (please describe) one of the coils was out of place and sideways. (B)(6) 2013, office visit: hysterosalpingogram. Indication: status post essure procedure. Evaluate position of microinsert and tubal occlusion. Findings: the uterus is normal in configuration. Microinserts are identified within the left tube and the right fallopian tube. The left micro-insert is in appropriate position. No contrast is identified extending past the distal marker of the outer coil. The right microinsert is laterally positioned. The proximal end of the inner coil is greater than 3 cm away from cornua which is too distally positioned. Contrast is also noted to progress distal marker of the outer coil. Impression: the left microinsert is in appropriate position and there is occlusion of the left fallopian tube. The right microinsert is too laterally positioned. There is also contrast identified distal to the outer coil of the right micro-insert (B)(6) 2014. Office visit: exam hysterosalpingogram. History: status post placement of essure implants. Confirm tubal occlusion. Impression: satisfactory position of the left microinsert and nonfilling of the left fallopian tube confirming occlusion. Abnormal position of the right microinsert with intermittent filling of the fallopian tube to the level of the proximal marker of the microinsert but no distal filling or spilage. The right fallopian tube is likely occluded. Previously administered products included for an unreported indication: nuvaring from 2012 to 2013. Concurrent conditions included dysmenorrhea, anxiety, depression, goiter, thyroid nodular, gerd, hyperlipoproteinemia and thyroid disorder. Concomitant products included ethinylestradiol;etonogestrel (nuvaring)23-jul-2014 to 2016 and medroxyprogesterone acetate (depo provera) from 2013 to 2014 for birth control as well as cetirizine hydrochloride (zirtec) since 1996, corticosteroids, topical since 1996, macrogol 3350 (miralax), tocopherol since (B)(6) 2016 and venlafaxine hydrochloride (effexor) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced diarrhoea ("diarrhea/ diarrhea became more frequent and softer"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / heavy bleeding"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) worsened"). In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In january 2016, the patient experienced anxiety ("anxiety"). On (B)(6) 2017, the patient experienced pelvic adhesions (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant) and adnexa uteri cyst ("paratubal cysts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), gastrointestinal scarring (seriousness criterion medically significant), urticaria chronic ("chronic hives"), flatulence ("gas"), urinary tract infection ("uti") and procedural pain ("painful recovery"). The patient was treated with surgery (bowel resection, fulguration of endometriosis, salpingectomy/essure removal, ablation on (B)(6) 2017, lysis of adhesions and surgery to remove the essure). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the abdominal pain lower had resolved. In may 2017, the fatigue and diarrhoea had resolved. At the time of the report, the device dislocation, fallopian tube perforation, endometriosis, pelvic adhesions, gastrointestinal scarring, hydrosalpinx, mood swings, anxiety, migraine, headache, nausea, dyspareunia, adnexa uteri cyst, urticaria chronic, flatulence and urinary tract infection outcome was unknown, the menorrhagia, vaginal haemorrhage and procedural pain was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal pain lower, adnexa uteri cyst, anxiety, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, flatulence, gastrointestinal scarring, headache, hydrosalpinx, menorrhagia, migraine, mood swings, nausea, pelvic adhesions, procedural pain, urinary tract infection, urticaria chronic and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion details: hysteroscopy with fallopian tube cannulation. Pre op-checklist: contraception: depo-provera. Procedure results: number of devices used: 2 tolerated procedure well: yes. Final placement: bilateral comments: no complications. It was reported failure to occlude fallopian tube, so the plaintiff had to back on birth control. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: failure to occlude (close) fallopian tubes; on (B)(6) 2013: unilateral occlusion (left tube occluded); on (B)(6) 2014: unilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2017: received as bilateral fallopian tubes are 3 segments of fallopian tubes measuring 3.5-8 cm in ends. The surface is smooth with. The longest segment has 3 tiny paratubal cysts measuring up to 0.2 cm.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: migraine, menorrhagia, pelvic pain, right coil misplaced, adhesion lot numbers 548640 and 348840 reported are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received- new event perforation was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right side 30mm distal to the cornual, right insert was sideways in fallopian tube / failure to occlude fallopian tube/malposition of essure device location of device: located laterally of the right tube'), fallopian tube perforation ('perforation'), abdominal pain lower ('pain in lower abdomen/ pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia) / heavy bleeding'), endometriosis ('endometriosis'), pelvic adhesions ('pelvic adhesions'), gastrointestinal scarring ('bowel resection due to scar tissue') and hydrosalpinx ('focal hydrosalpinx') in a 43-year-old female patient who had essure (batch no. 548640-inv,348840-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy in 2003, paratubal cyst in 2003, diarrhea, ovarian cyst and tubal pregnancy. *pregnancy test: negative. On date: (B)(6) 2013, (B)(6) 2014. Hysterosalpingogram (hsg) results: failure to occlude (close) fallopian tubes; other (please describe) one of the coils was out of place and sideways. (B)(6) 2013, office visit: hysterosalpingogram. Indication: status post essure procedure. Evaluate position of microinsert and tubal occlusion. Findings: the uterus is normal in configuration. Microinserts are identified within the left tube and the right fallopian tube. The left micro-insert is in appropriate position. No contrast is identified extending past the distal marker of the outer coil. The right microinsert is laterally positioned. The proximal end of the inner coil is greater than 3 cm away from cornua which is too distally positioned. Contrast is also noted to progress distal marker of the outer coil. Impression: the left microinsert is in appropriate position and there is occlusion of the left fallopian tube. The right microinsert is too laterally positioned. There is also contrast identified distal to the outer coil of the right micro-insert (B)(6) 2014. Office visit: exam hysterosalpingogram. History: status post placement of essure implants. Confirm tubal occlusion. Impression: satisfactory position of the left microinsert and nonfilling of the left fallopian tube confirming occlusion. Abnormal position of the right microinsert with intermittent filling of the fallopian tube to the level of the proximal marker of the microinsert but no distal filling or spilage. The right fallopian tube is likely occluded. Previously administered products included for an unreported indication: nuvaring from 2012 to 2013. Concurrent conditions included dysmenorrhea, anxiety, depression, goiter, thyroid nodular, gerd, hyperlipoproteinemia and thyroid disorder. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) (B)(6) 2014 to 2016 and medroxyprogesterone acetate (depo provera) from 2013 to 2014 for birth control as well as cetirizine hydrochloride (zirtec) since 1996, corticosteroids, topical since 1996, macrogol 3350 (miralax), tocopherol since (B)(6) 2016 and venlafaxine hydrochloride (effexor) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced diarrhoea ("diarrhea/ diarrhea became more frequent and softer"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / heavy bleeding"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) worsened"). In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). On (B)(6) 2017, the patient experienced pelvic adhesions (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant) and adnexa uteri cyst ("paratubal cysts"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), gastrointestinal scarring (seriousness criterion medically significant), urticaria chronic ("chronic hives"), flatulence ("gas"), urinary tract infection ("uti") and procedural pain ("painful recovery"). The patient was treated with surgery (bowel resection, fulguration of endometriosis, salpingectomy/essure removal, ablation on (B)(6) 2017, lysis of adhesions and surgery to remove the essure). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the abdominal pain lower had resolved. In (B)(6) 2017, the fatigue and diarrhoea had resolved. At the time of the report, the device dislocation, fallopian tube perforation, endometriosis, pelvic adhesions, gastrointestinal scarring, hydrosalpinx, mood swings, anxiety, migraine, headache, nausea, dyspareunia, adnexa uteri cyst, urticaria chronic, flatulence and urinary tract infection outcome was unknown, the menorrhagia, vaginal haemorrhage and procedural pain was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal pain lower, adnexa uteri cyst, anxiety, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, flatulence, gastrointestinal scarring, headache, hydrosalpinx, menorrhagia, migraine, mood swings, nausea, pelvic adhesions, procedural pain, urinary tract infection, urticaria chronic and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion details: hysteroscopy with fallopian tube cannulation. Pre op-checklist: contraception: depo-provera. Procedure results: number of devices used: 2 tolerated procedure well: yes. Final placement: bilateral comments: no complications. It was reported failure to occlude fallopian tube, so the plaintiff had to back on birth control. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: failure to occlude (close) fallopian tubes; on (B)(6) 2013: unilateral occlusion (left tube occluded); on (B)(6) 2014: unilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2017: received as bilateral fallopian tubes are 3 segments of fallopian tubes measuring 3.5-8 cm in ends. The surface is smooth with. The longest segment has 3 tiny paratubal cysts measuring up to 0.2 cm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: migraine, menorrhagia, pelvic pain, right coil misplaced, adhesion lot numbers 548640 and 348840 reported are not valid. These lots 548640, 348840 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right side 30mm distal to the cornual, right insert was sideways in fallopian tube / failure to occlude fallopian tube"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / heavy bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / heavy bleeding"), abdominal pain lower ("pain in lower abdomen/ pain") and gastrointestinal scarring ("bowel resection due to scar tissue") in a 43-year-old female patient who had essure (batch no. 548640-inv,348840-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from 2012 to 2013. Concurrent conditions included dysmenorrhea, anxiety, depression, goiter and thyroid nodular. Concomitant products included ethinylestradiol;etonogestrel (nuvaring)(B)(6) 2014 to 2016 and medroxyprogesterone acetate (depo provera) from 2013 to 2014 for birth control as well as cetirizine hydrochloride (zirtec) since 1996, corticosteroids, topical since 1996, tocopherol since december 2016 and venlafaxine hydrochloride (effexor) since december 2016. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping) worsened"). In 2016, the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced gastrointestinal scarring (seriousness criterion medically significant), nausea ("nausea") and diarrhoea ("diarrhea"). The patient was treated with surgery (bowel resection, salpingectomy, ablation on (B)(6) 2017 and surgery to remove the essure). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the abdominal pain lower had resolved. In (B)(6) 2017, the fatigue and diarrhoea had resolved. At the time of the report, the device dislocation, gastrointestinal scarring, mood swings, anxiety, migraine, headache, nausea and dyspareunia outcome was unknown, the vaginal haemorrhage and menorrhagia was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal pain lower, anxiety, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal scarring, headache, menorrhagia, migraine, mood swings, nausea and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion details: hysteroscopy with fallopian tube cannulation. Pre op-checklist: contraception: depo-provera. Procedure results: number of devices used: 2 tolerated procedure well: yes. Final placement: bilateral comments: no complications. It was reported failure to occlude fallopian tube, so the plaintiff had to back on birth control. Diagnostic results: pregnancy test: negative. On date: (B)(6) 2013, (B)(6) 2014. Hysterosalpingogram (hsg) results: failure to occlude (close) fallopian tubes; other (please describe) one of the coils was out of place and sideways. (B)(6)2013, office visit: hysterosalpingogram. Indication: status post essure procedure. Evaluate position of microinsert and tubal occlusion. Findings: the uterus is normal in configuration. Microinserts are identified within the left tube and the right fallopian tube. The left micro-insert is in appropriate position. No contrast is identified extending past the distal marker of the outer coil. The right microinsert is laterally positioned. The proximal end of the inner coil is greater than 3 cm away from cornua which is too distally positioned. Contrast is also noted to progress distal marker of the outer coil. Impression: the left microinsert is in appropriate position and there is occlusion of the left fallopian tube. The right microinsert is too laterally positioned. There is also contrast identified distal to the outer coil of the right micro-insert (B)(6) 2014. Office visit: exam hysterosalpingogram. History: status post placement of essure implants. Confirm tubal occlusion. Impression: satisfactory position of the left microinsert and nonfilling of the left fallopian tube confirming occlusion. Abnormal position of the right microinsert with intermittent filling of the fallopian tube to the level of the proximal marker of the microinsert but no distal filling or spilage. The right fallopian tube is likely occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine lot numbers 548640 and 348840 reported are invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-dec-2018: update of information (batch not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right side 30mm distal to the cornual, right insert was sideways in fallopian tube / failure to occlude fallopian tube/malposition of essure device location of device: located laterally of the right tube"), hydrosalpinx ("focal hydrosalpinx"), pelvic adhesions ("pelvic adhesions"), endometriosis ("endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / heavy bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / heavy bleeding"), abdominal pain lower ("pain in lower abdomen/ pain") and gastrointestinal scarring ("bowel resection due to scar tissue") in a 43-year-old female patient who had essure (batch no. 548640-inv,348840-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, ovarian cyst and ovarian cystectomy in 2003. Pregnancy test: negative. On date: (B)(6) 2013, (B)(6) 2014. Hysterosalpingogram (hsg) results: failure to occlude (close) fallopian tubes; other (please describe) one of the coils was out of place and sideways. On (B)(6) 2013, office visit: hysterosalpingogram. Indication: status post essure procedure. Evaluate position of microinsert and tubal occlusion. Findings: the uterus is normal in configuration. Microinserts are identified within the left tube and the right fallopian tube. The left micro-insert is in appropriate position. No contrast is identified extending past the distal marker of the outer coil. The right microinsert is laterally positioned. The proximal end of the inner coil is greater than 3 cm away from cornua which is too distally positioned. Contrast is also noted to progress distal marker of the outer coil. Impression: the left microinsert is in appropriate position and there is occlusion of the left fallopian tube. The right microinsert is too laterally positioned. There is also contrast identified distal to the outer coil of the right micro-insert (B)(6) 2014. Office visit: exam hysterosalpingogram. History: status post placement of essure implants. Confirm tubal occlusion. Impression: satisfactory position of the left microinsert and nonfilling of the left fallopian tube confirming occlusion. Abnormal position of the right microinsert with intermittent filling of the fallopian tube to the level of the proximal marker of the microinsert but no distal filling or spillage. The right fallopian tube is likely occluded. Previously administered products included for an unreported indication: nuvaring from 2012 to 2013. Concurrent conditions included dysmenorrhea, anxiety, depression, goiter, thyroid nodular, gerd, hyperlipoproteinemia and thyroid disorder. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) (B)(6) 2014 to 2016 and medroxyprogesterone acetate (depo provera) from 2013 to 2014 for birth control as well as cetirizine hydrochloride (zirtec) since 1996, corticosteroids, topical since 1996, tocopherol since december 2016 and venlafaxine hydrochloride (effexor) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced diarrhoea ("diarrhea/ diarrhea became more frequent and softer"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced fatigue ("fatigue"). In january 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) worsened"). In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). On (B)(6) 2017, the patient experienced hydrosalpinx (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant) and adnexa uteri cyst ("paratubal cysts"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant) and gastrointestinal scarring (seriousness criterion medically significant). The patient was treated with surgery (bowel resection, fulguration of endometriosis, salpingectomy, ablation on (B)(6) 2017, lysis of adhesions and surgery to remove the essure). Essure was removed on (B)(6) 2017. In april 2017, the abdominal pain lower had resolved. In (B)(6) 2017, the fatigue and diarrhoea had resolved. At the time of the report, the device dislocation, hydrosalpinx, pelvic adhesions, endometriosis, gastrointestinal scarring, mood swings, anxiety, migraine, headache, nausea, dyspareunia and adnexa uteri cyst outcome was unknown, the vaginal haemorrhage and menorrhagia was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal pain lower, adnexa uteri cyst, anxiety, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal scarring, headache, hydrosalpinx, menorrhagia, migraine, mood swings, nausea, pelvic adhesions and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion details: hysteroscopy with fallopian tube cannulation. Pre op-checklist: contraception: depo-provera. Procedure results: number of devices used: 2 tolerated procedure well: yes. Final placement: bilateral comments: no complications. It was reported failure to occlude fallopian tube, so the plaintiff had to back on birth control. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: failure to occlude (close) fallopian tubes; on (B)(6) 2013: unilateral occlusion (left tube occluded); on (B)(6) 2014: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine lot numbers 548640 and 348840 reported are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information were added. Onset date of event were updated. Medical history and lab data were added. Event verbatim were updated as migration of essure device location of device: right side 30mm distal to the cornual, right insert was sideways in fallopian tube / failure to occlude fallopian tube/malposition of essure device location of device: located laterally of the right tube, diarrhea/ diarrhea became more frequent and softer. Event : pelvic adhesions, paratubal cysts, endometriosis and focal hydrosalpinx were added. Incident: no valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right side 30mm distal to the cornual, right insert was sideways in fallopian tube / failure to occlude fallopian tube"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / heavy bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / heavy bleeding"), abdominal pain lower ("pain in lower abdomen/ pain") and gastrointestinal scarring ("bowel resection due to scar tissue") in a 43-year-old female patient who had essure (batch no. 548640,348840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring from (B)(6) to (B)(6) . Concurrent conditions included dysmenorrhea, anxiety, depression, goiter and thyroid nodular. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) to (B)(6) and nuvaring (B)(6) 2014 to (B)(6) for birth control as well as cetirizine hydrochloride (zirtec) since (B)(6) , fluticasone propionate (flonase) since (B)(6) , tocopherol (vitamin e) since (B)(6) 2016 and venlafaxine (effexor) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) , the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) , the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping) worsened"). In (B)(6) , the patient experienced anxiety ("anxiety"). On an unknown date, the patient experienced gastrointestinal scarring (seriousness criterion medically significant), nausea ("nausea") and diarrhoea ("diarrhea"). The patient was treated with surgery (salpingectomy), surgery (ablation on (B)(6) 2017), surgery (ablation on (B)(6) 2017), surgery (surgery to remove the essure) and surgery (bowel resection). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the abdominal pain lower had resolved. In (B)(6) 2017, the fatigue and diarrhoea had resolved. At the time of the report, the device dislocation, gastrointestinal scarring, mood swings, anxiety, migraine, headache, nausea and dyspareunia outcome was unknown, the vaginal haemorrhage and menorrhagia was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal pain lower, anxiety, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal scarring, headache, menorrhagia, migraine, mood swings, nausea and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion details: hysteroscopy with fallopian tube cannulation. Pre op-checklist: contraception: depo-provera. Procedure results: number of devices used: 2 tolerated procedure well: yes. Final placement: bilateral comments: no complications. It was reported failure to occlude fallopian tube, so the plaintiff had to back on birth control. Diagnostic results: pregnancy test: negative. On date: (B)(6) 2013, (B)(6) 2014. Hysterosalpingogram (hsg) results: failure to occlude (close) fallopian tubes; other (please describe) one of the coils was out of place and sideways. On (B)(6) 2013, office visit: hysterosalpingogram. Indication: status post essure procedure. Evaluate position of microinsert and tubal occlusion. Findings: the uterus is normal in configuration. Microinserts are identified within the left tube and the right fallopian tube. The left micro-insert is in appropriate position. No contrast is identified extending past the distal marker of the outer coil. The right microinsert is laterally positioned. The proximal end of the inner coil is greater than 3 cm away from cornua which is too distally positioned. Contrast is also noted to progress distal marker of the outer coil. Impression: the left microinsert is in appropriate position and there is occlusion of the left fallopian tube. The right microinsert is too laterally positioned. There is also contrast identified distal to the outer coil of the right micro-insert (B)(6) 2014. Office visit: exam hysterosalpingogram. History: status post placement of essure implants. Confirm tubal occlusion. Impression: satisfactory position of the left microinsert and nonfilling of the left fallopian tube confirming occlusion. Abnormal position of the right microinsert with intermittent filling of the fallopian tube to the level of the proximal marker of the microinsert but no distal filling or spilage. The right fallopian tube is likely occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: migraine. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs and medical records received. Reporter and plaintiff details were provided. Essure insertion date was provided ((B)(6) 2013). Essure lot number provided: right 548640 and left 348840. Complications attributed to essure: ablation, mood swings, abnormal bleeding (vaginal, menorrhagia), anxiety, migraines / headaches, migration of essure device location of device: right side 30mm distal to the cornual, right insert was sideways in fallopian tube, nausea, dysmenorrhea (cramping), bowel resection due to scar tissue, dyspareunia (painful sexual intercourse), pain, fatigue, failure to occlude fallopian tube, and diarrhea. Essure was removed by salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2017. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right side 30mm distal to the cornual, right insert was sideways in fallopian tube / failure to occlude fallopian tube/malposition of essure device location of device: located laterally of the right tube'), abdominal pain lower ('pain in lower abdomen/ pain'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia) / heavy bleeding'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia) / heavy bleeding'), endometriosis ('endometriosis'), pelvic adhesions ('pelvic adhesions'), gastrointestinal scarring ('bowel resection due to scar tissue') and hydrosalpinx ('focal hydrosalpinx') in a 43-year-old female patient who had essure (batch no: 548640-inv 348840-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy in 2003, paratubal cyst in 2003, diarrhea, ovarian cyst and tubal pregnancy. Pregnancy test: negative. On date: on (B)(6) 2013, on (B)(6) 2014. Hysterosalpingogram (hsg) results: failure to occlude (close) fallopian tubes; other (please describe) one of the coils was out of place and sideways. On (B)(6) 2013, office visit: hysterosalpingogram. Indication: status post essure procedure. Evaluate position of microinsert and tubal occlusion. Findings: the uterus is normal in configuration. Microinserts are identified within the left tube and the right fallopian tube. The left micro-insert is in appropriate position. No contrast is identified extending past the distal marker of the outer coil. The right microinsert is laterally positioned. The proximal end of the inner coil is greater than 3 cm away from cornua which is too distally positioned. Contrast is also noted to progress distal marker of the outer coil. Impression: the left microinsert is in appropriate position and there is occlusion of the left fallopian tube. The right microinsert is too laterally positioned. There is also contrast identified distal to the outer coil of the right micro-insert on (B)(6) 2014. Office visit: exam hysterosalpingogram. History: status post placement of essure implants. Confirm tubal occlusion. Impression: satisfactory position of the left microinsert and nonfilling of the left fallopian tube confirming occlusion. Abnormal position of the right microinsert with intermittent filling of the fallopian tube to the level of the proximal marker of the microinsert but no distal filling or spilage. The right fallopian tube is likely occluded. Previously administered products included for an unreported indication: nuvaring from 2012 to 2013. Concurrent conditions included dysmenorrhea, anxiety, depression, goiter, thyroid nodular, gerd, hyperlipoproteinemia and thyroid disorder. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) on (B)(6) 2014 to 2016 and medroxyprogesterone acetate (depo provera) from 2013 to 2014 for birth control as well as cetirizine hydrochloride (zirtec) since 1996, corticosteroids, topical since 1996, macrogol 3350 (miralax), tocopherol since on (B)(6) 2016 and venlafaxine hydrochloride (effexor) since on (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced diarrhoea ("diarrhea/ diarrhea became more frequent and softer"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. On (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) worsened"). In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced anxiety ("anxiety"). On (B)(6)2017, the patient experienced pelvic adhesions (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant) and adnexa uteri cyst ("paratubal cysts"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), gastrointestinal scarring (seriousness criterion medically significant), urticaria ("chronic hives") and flatulence ("gas"). The patient was treated with surgery (bowel resection, fulguration of endometriosis, salpingectomy, ablation on (B)(6) 2017, lysis of adhesions and surgery to remove the essure). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the abdominal pain lower had resolved. On (B)(6) 2017, the fatigue and diarrhoea had resolved. At the time of the report, the device dislocation, endometriosis, pelvic adhesions, gastrointestinal scarring, hydrosalpinx, mood swings, anxiety, migraine, headache, nausea, dyspareunia, adnexa uteri cyst, urticaria and flatulence outcome was unknown, the vaginal haemorrhage and menorrhagia was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal pain lower, adnexa uteri cyst, anxiety, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fatigue, flatulence, gastrointestinal scarring, headache, hydrosalpinx, menorrhagia, migraine, mood swings, nausea, pelvic adhesions, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion details: hysteroscopy with fallopian tube cannulation. Pre op-checklist: contraception: depo-provera. Procedure results: number of devices used: 2 tolerated procedure well: yes. Final placement: bilateral comments: no complications. It was reported failure to occlude fallopian tube, so the plaintiff had to back on birth control. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: results: failure to occlude (close) fallopian tubes; on (B)(6) 2013: unilateral occlusion (left tube occluded); on (B)(6) 2014: unilateral occlusion (left tube occluded). Pathology test: on (B)(6) 2017: received as bilateral fallopian tubes are 3 segments of fallopian tubes measuring 3.5-8 cm in ends. The surface is smooth with. The longest segment has 3 tiny paratubal cysts measuring up to 0.2 cm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: migraine, menorrhagia, pelvic pain, right coil misplaced, adhesion lot numbers: 548640 and 348840 reported are inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: social media received. New events chronic hives, gas was added. Plaintiff aka name was added. On 17-dec-2019: wrong source documents attached. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right side 30mm distal to the cornual, right insert was sideways in fallopian tube / failure to occlude fallopian tube/malposition of essure device location of device: located laterally of the right tube'), abdominal pain lower ('pain in lower abdomen/ pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia) / heavy bleeding'), endometriosis ('endometriosis'), pelvic adhesions ('pelvic adhesions'), gastrointestinal scarring ('bowel resection due to scar tissue') and hydrosalpinx ('focal hydrosalpinx') in a 43-year-old female patient who had essure (batch no. 548640-inv,348840-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy in 2003, paratubal cyst in 2003, diarrhea, ovarian cyst and tubal pregnancy. * pregnancy test: negative. On date: (B)(6)2013, (B)(6)2014. Hysterosalpingogram (hsg) results: failure to occlude (close) fallopian tubes; other (please describe) one of the coils was out of place and sideways. (B)(6)2013, office visit: hysterosalpingogram. Indication: status post essure procedure. Evaluate position of microinsert and tubal occlusion. Findings: the uterus is normal in configuration. Microinserts are identified within the left tube and the right fallopian tube. The left micro-insert is in appropriate position. No contrast is identified extending past the distal marker of the outer coil. The right microinsert is laterally positioned. The proximal end of the inner coil is greater than 3 cm away from cornua which is too distally positioned. Contrast is also noted to progress distal marker of the outer coil. Impression: the left microinsert is in appropriate position and there is occlusion of the left fallopian tube. The right microinsert is too laterally positioned. There is also contrast identified distal to the outer coil of the right micro-insert (B)(6)2014. Office visit: exam hysterosalpingogram. History: status post placement of essure implants. Confirm tubal occlusion. Impression: satisfactory position of the left microinsert and nonfilling of the left fallopian tube confirming occlusion. Abnormal position of the right microinsert with intermittent filling of the fallopian tube to the level of the proximal marker of the microinsert but no distal filling or spillage. The right fallopian tube is likely occluded. Previously administered products included for an unreported indication: nuvaring from 2012 to 2013. Concurrent conditions included dysmenorrhea, anxiety, depression, goiter, thyroid nodular, gerd, hyperlipoproteinemia and thyroid disorder. Concomitant products included ethinylestradiol;etonogestrel (nuvaring)(B)(6)2014 to 2016 and medroxyprogesterone acetate (depo provera) from 2013 to 2014 for birth control as well as cetirizine hydrochloride (zirtec) since 1996, corticosteroids, topical since 1996, macrogol 3350 (miralax), tocopherol since (B)(6) 2016 and venlafaxine hydrochloride (effexor) since (B)(6) 2016. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced diarrhoea ("diarrhea/ diarrhea became more frequent and softer"). On (B)(6)2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / heavy bleeding"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced fatigue ("fatigue"). In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) worsened"). In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6)2016, the patient experienced anxiety ("anxiety"). On (B)(6)2017, the patient experienced pelvic adhesions (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant) and adnexa uteri cyst ("paratubal cysts"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), gastrointestinal scarring (seriousness criterion medically significant), urticaria chronic ("chronic hives"), flatulence ("gas"), urinary tract infection ("uti") and procedural pain ("painful recovery"). The patient was treated with surgery (bowel resection, fulguration of endometriosis, salpingectomy/essure removal, ablation on (B)(6)2017, lysis of adhesions and surgery to remove the essure). Essure was removed on (B)(6)2017. In (B)(6)2017, the abdominal pain lower had resolved. In (B)(6)2017, the fatigue and diarrhoea had resolved. At the time of the report, the device dislocation, endometriosis, pelvic adhesions, gastrointestinal scarring, hydrosalpinx, mood swings, anxiety, migraine, headache, nausea, dyspareunia, adnexa uteri cyst, urticaria chronic, flatulence and urinary tract infection outcome was unknown, the menorrhagia, vaginal haemorrhage and procedural pain was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal pain lower, adnexa uteri cyst, anxiety, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fatigue, flatulence, gastrointestinal scarring, headache, hydrosalpinx, menorrhagia, migraine, mood swings, nausea, pelvic adhesions, procedural pain, urinary tract infection, urticaria chronic and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion details: hysteroscopy with fallopian tube cannulation. Pre op-checklist: contraception: depo-provera. Procedure results: number of devices used: 2 tolerated procedure well: yes. Final placement: bilateral comments: no complications. It was reported failure to occlude fallopian tube, so the plaintiff had to back on birth control. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: failure to occlude (close) fallopian tubes; on (B)(6)2013: unilateral occlusion (left tube occluded); on (B)(6)2014: unilateral occlusion (left tube occluded). Pathology test - on (B)(6)2017: received as bilateral fallopian tubes are 3 segments of fallopian tubes measuring 3.5-8 cm in ends. The surface is smooth with. The longest segment has 3 tiny paratubal cysts measuring up to 0.2 cm.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: migraine, menorrhagia, pelvic pain, right coil misplaced, adhesion lot numbers 548640 and 348840 reported are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: update of ptc information (batch is not valid). On 24-jan-2020: amendment: lot number field adapted (number of characters) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right side 30mm distal to the cornual, right insert was sideways in fallopian tube / failure to occlude fallopian tube/malposition of essure device location of device: located laterally of the right tube'), abdominal pain lower ('pain in lower abdomen/ pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia) / heavy bleeding'), endometriosis ('endometriosis'), pelvic adhesions ('pelvic adhesions'), gastrointestinal scarring ('bowel resection due to scar tissue') and hydrosalpinx ('focal hydrosalpinx') in a 43-year-old female patient who had essure (batch no. 548640, 348840-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy in 2003, paratubal cyst in 2003, diarrhea, ovarian cyst and tubal pregnancy. * pregnancy test: negative. On date: (B)(6)2013, (B)(6)2014. Hysterosalpingogram (hsg) results: failure to occlude (close) fallopian tubes; other (please describe) one of the coils was out of place and sideways. (B)(6)2013, office visit: hysterosalpingogram. Indication: status post essure procedure. Evaluate position of microinsert and tubal occlusion. Findings: the uterus is normal in configuration. Microinserts are identified within the left tube and the right fallopian tube. The left micro-insert is in appropriate position. No contrast is identified extending past the distal marker of the outer coil. The right microinsert is laterally positioned. The proximal end of the inner coil is greater than 3 cm away from cornua which is too distally positioned. Contrast is also noted to progress distal marker of the outer coil. Impression: the left microinsert is in appropriate position and there is occlusion of the left fallopian tube. The right microinsert is too laterally positioned. There is also contrast identified distal to the outer coil of the right micro-insert (B)(6)2014. Office visit: exam hysterosalpingogram. History: status post placement of essure implants. Confirm tubal occlusion. Impression: satisfactory position of the left microinsert and nonfilling of the left fallopian tube confirming occlusion. Abnormal position of the right microinsert with intermittent filling of the fallopian tube to the level of the proximal marker of the microinsert but no distal filling or spilage. The right fallopian tube is likely occluded. Previously administered products included for an unreported indication: nuvaring from 2012 to 2013. Concurrent conditions included dysmenorrhea, anxiety, depression, goiter, thyroid nodular, gerd, hyperlipoproteinemia and thyroid disorder. Concomitant products included ethinylestradiol;etonogestrel (nuvaring)(B)(6)2014 to 2016 and medroxyprogesterone acetate (depo provera) from 2013 to 2014 for birth control as well as cetirizine hydrochloride (zirtec) since 1996, corticosteroids, topical since 1996, macrogol 3350 (miralax), tocopherol since (B)(6) 2016 and venlafaxine hydrochloride (effexor) since (B)(6)2016. On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced diarrhoea ("diarrhea/ diarrhea became more frequent and softer"). On (B)(6)2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / heavy bleeding"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) worsened"). In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). On (B)(6)2017, the patient experienced pelvic adhesions (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant) and adnexa uteri cyst ("paratubal cysts"). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), gastrointestinal scarring (seriousness criterion medically significant), urticaria chronic ("chronic hives"), flatulence ("gas"), urinary tract infection ("uti") and procedural pain ("painful recovery"). The patient was treated with surgery (bowel resection, fulguration of endometriosis, salpingectomy/essure removal, ablation on (B)(6)2017, lysis of adhesions and surgery to remove the essure). Essure was removed on (B)(6)2017. In (B)(6) 2017, the abdominal pain lower had resolved. In (B)(6) 2017, the fatigue and diarrhoea had resolved. At the time of the report, the device dislocation, endometriosis, pelvic adhesions, gastrointestinal scarring, hydrosalpinx, mood swings, anxiety, migraine, headache, nausea, dyspareunia, adnexa uteri cyst, urticaria chronic, flatulence and urinary tract infection outcome was unknown, the menorrhagia, vaginal haemorrhage and procedural pain was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal pain lower, adnexa uteri cyst, anxiety, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fatigue, flatulence, gastrointestinal scarring, headache, hydrosalpinx, menorrhagia, migraine, mood swings, nausea, pelvic adhesions, procedural pain, urinary tract infection, urticaria chronic and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion details: hysteroscopy with fallopian tube cannulation. Pre op-checklist: contraception: depo-provera. Procedure results: number of devices used: 2 tolerated procedure well: yes. Final placement: bilateral comments: no complications. It was reported failure to occlude fallopian tube, so the plaintiff had to back on birth control. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: failure to occlude (close) fallopian tubes; on (B)(6)2013: unilateral occlusion (left tube occluded); on (B)(6)2014: unilateral occlusion (left tube occluded). Pathology test - on (B)(6)2017: received as bilateral fallopian tubes are 3 segments of fallopian tubes measuring 3.5-8 cm in ends. The surface is smooth with. The longest segment has 3 tiny paratubal cysts measuring up to 0.2 cm. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: migraine, menorrhagia, pelvic pain, right coil misplaced, adhesion lot numbers 548640 and 348840 reported are inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: social media record received. Events uti and painful recovery were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.